Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis and high blood glucose on with blood glucose of 40 mmol/l. The customer's current blood glucose is 3.8 mmol/l. The customer did experience symptoms such as vomiting as result of high blood glucose. The customer was treated by intravenous insulin, saline, potassium. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The customer report did not allege under delivery on insulin pump. No further complications were reported. The device will be returned for analysis.

Event description:
Customer reported blood glucose of about 15mmol/l at 9pm on june 7, 2022. She had a snack and a correction dose and went to bed. About 12am on june 8, 2022, she started vomiting. She did 3 correction doses and blood glucose was more than 20mmol/l and she had ketones. She was hospitalized on june 8, 2022 at 3am for high blood glucose of 40mmol/l and diabetic ketoacidosis. She was treated with insulin drip. Before she was released, she was connected back to the pump after changing her infusion set system, was given 30g of carbohydrates and she bolused. Blood glucose increased and she had ketones. She was advised not to use the pump and to be on pens. There was no leaks on her site when she was at home. However, she could smell insulin leaking in the hospital. Hospital did a self-test and there was no error. Customer had a bolus not delivered alert. Pump was used at the time of the incident. Per customer, auto mode was not used. It is unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.